Manufacturer narrative:
Unit received with button error alarm and no button response due to corroded keypad traces. No blank display noted. Insulin pump received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. Minutes later, the customer's blood glucose appeared on the insulin pump's screen and he could not clear the screen. The insulin pump alarmed button error. The display returned after inserting a new battery. Customer's blood glucose level was 255 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.